Event description:
It was reported that a patient underwent a right inguinal hernia repair in (B)(6) 2012 and mesh was implanted. The patient developed a recurrent hernia and will required a reoperation. Additional information requested.

Manufacturer narrative:
(B)(4). Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.